Event description:
It was reported that during the catheter placement, the introducer needle allegedly leaked. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation; however, one electronic photo was provided for review. The photo showed one introducer needle connected to a syringe filled with liquid. A few droplets were noted around the needle. The investigation is inconclusive for the reported leakage, as the provided photo is not evident to confirm the reported leak. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiry date: 02/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation; however, a photo was provided for review. The investigation of the reported event is currently underway. Expiry date (02/2021).

Event description:
It was reported that during the catheter placement, the introducer needle allegedly leaked. The procedure was completed using another device. There was no reported patient injury.